Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 94%of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. It was also reported that the right ventricular (rv) lead had higher thresholds and an insulation breach. The ICD and the rv lead were explanted and replaced. Nopatient complications have been reported as a result of this event.